Event description:
Litigation papers allege the patient will have to undergo testing and medical monitoring, including radiographic evaluation, laboratory tests, an MRI, and such other diagnostic testing as may be recommended or required by his orthopedic surgeon or other attending physicians. It is further alleged that the patients orthopedic surgeon has already advised him that he is presently in need of surgery to remove and replace his hip. ***update: (B)(6) 2011 - sales rep has reported the revision surgery. Patient was revised due to stem loosening and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.